Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 ventilator indicating that the tidal volumes were not accurate. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The bme found that the gas delivery system (gds) needed to be replaced and placed an order for the replacement to repair the device.